Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the coil delivery wire was noted to be kinked. The main coil was seen to be detached and not returned. Functional inspection was not performed as the main coil was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based off analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer, the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was normal. During analysis, the coil delivery wire was noted to be kinked. The detachment zone was analysed and it looks to be detached/separated and not returned. The introducer sheath was not returned. An assignable cause of not confirmed will be assigned to the reported event ¿main coil failed/unable to detach¿ as the event was not confirmed during the analysis , the main coil was not returned. An assignable cause of handling damage will be assigned to the analysed event 'coil delivery wire kinked/bent¿ since it is most likely that this damage occurred due to handling of delivery wire during the clinical procedure. An assignable cause of procedural factors will be assigned to the analysed event ¿main coil prematurely detached/separated during use¿ as these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
The subject coil was returned for analysis and the device investigation revealed that the main coil prematurely detached/separated during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.